Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, during suturing the needle detached from the wire. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/27/2023. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information was requested, the following information was received: it was reported patient status/ outcome / consequences. Please describe the adverse consequence associated with the patient. Patient is fine. Was the needle piece(s) retrieved during the same procedure? Yes. What measures were taken to retrieve the broken piece? At the end of laparoscopic surgery, the left lateral skin breach was closed and the needle was detached from the thread with a simultaneous click that resulted in loss of the needle carrier. The needle has also slipped in the context of the subcutaneous making it untraceable and unidentifiable therefore it needed to perform rx for its localization. The localization and extraction of the same was only possible by widening the skin breach, the patient was not prophylactic for this with antibiotic therapy and was regularly discharged in good condition. Besides the incision has been enlarged, was there any additional tissue damage as a result of searching for the needle piece? See comments in the next questions. Does a piece of the needle remain in the patient¿s tissue? No. If yes, is there any plan in place to remove the needle piece in the future? Na. If yes, please provide the scheduled date. Na. What tissue structure the broken needle was located? See below comments. What is the surgeon's opinion of consequences to the patient? At the end of laparoscopic surgery, the left lateral skin breach was closed and the needle was detached from the thread with a simultaneous click that resulted in loss of the needle carrier. The needle has also slipped in the context of the subcutaneous making it untraceable and unidentifiable therefore it needed to perform rx for its localization. The localization and extraction of the same was only possible by widening the skin breach, the patient was not prophylactic for this with antibiotic therapy and was regularly discharged in good condition could you tell me if there was a prescription for steroids or antibiotics for the patient's recovery? If yes, please provide medication name, route and dose. No antibiotic therapy. Please provide the lot number: unk. What is the current status of the patient? Fine. Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). Hcp. The following information was received: was surgery delayed due to the reported event? Unknown. Action taken when event occurred? Intra op x-ray. Was procedure successfully completed? Yes. Were fragments generated? Unknown. If yes, were they removed easily without additional intervention? Unknown. Patient status/ outcome / consequences: yes. Patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? Unknown. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown. If yes, describe: incision has been enlarged. Is the patient part of a clinical study: unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.